Event description:
It was reported that the pump touch screen was cracked, unresponsive and unreadable. There was no adverse impact to the customer¿s blood glucose. The customer reverted to an alternate method in insulin therapy.

Manufacturer narrative:
H6 (remove codes 213 and 67). H6 (remove codes 213 and 67).